Manufacturer narrative:
Exact date unknown, event occurred in 2015. Explant date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17354664/17354664.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all devices were removed and were not returned. No further information could be obtained despite good faith efforts.